Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of the merlin.net transmission, the right atrial lead exhibited multiple mode switches and noise. No intervention was performed.